Event description:
It was reported that during a lap cholecystectomy procedure the device was fired successfully, but when they attempted to open the device to remove it from the trocar it would not open. The site used a second device to complete the case. There was no pt consequence.

Manufacturer narrative:
.